Manufacturer narrative:
Continuation of d10: product ID nv unk flex (lot: unknown); product type: ; implant date n/a; explant date n/a citation: xuexian, z., xuerou, m., yuanjin, m., bin, x., wenqiu, p., wei, z., ruidong, w. Comparison of ped flex and lattice flow diverter in the treatment of unruptured intracranial aneurysms. Frontiers in neurology 16:1535044 2025. Doi:10.3389/fneur.2025.1535044 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: comparison of ped flex and lattice flow diverter in the treatment of unruptured intracranial aneurysms. The time frame of this study was: (B)(6) 2022 to (B)(6) 2024. Multiple manufacturers¿ devices were used in the study population. The study compared the outcomes of (B)(4) patients implanted with a pipeline flex and the non-medtronic latice flow diverter. The following medtronic devices were used: pipeline flex embolization device, navien intermediate catheter, phenom 27 microcatheter. No deaths occurred in the study population. Among patient adverse events in the ped flex group included: one case of post-procedure cerebral infarction, seven cases of in-stent stenosis, all asymptomatic no further information was provided pertaining to medtronic products. It was noted that all patients had good outcomes (mrs 0¿2) at discharge and last follow-up.